Event description:
An artelon cmc spacer was explanted due to alleged pain in left hand cmc joint and substantial loss of function. (B)(4).

Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant (B)(4), inc. No information supporting allegations of lawsuit currently available.